Manufacturer narrative:
(B)(4). Additional information: on what tissue type was the device used? Rectum. What location on the tissue was being stapled? Rectum. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1 st. What colour (blue/gold/green) was selected on the selectable staple height selector before firing? Green. Was the cartridge loaded with the retaining cap on? No. Did the surgeon move the firing knob left and/or right before firing? Unk. Was the handle closed completely before firing? Yes. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? No. Did any part of the instrument break-off from the device? No. Was there any difficulty removing the device from tissue? No. Does the patient have any relevant history of surgical treatments? Unk. Has the patient recently had radiation or chemotherapy? Unk. How long has the surgeon been using this device for this procedure (in years)? 3 years. Was there a recent conversion to ees devices in this account /surgeon? No. What predicate device was used by the surgeon? Unk. According to the head nurse, the patient is in stable condition.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an low anterior resection procedure, for the distal transection, the device cut but did not staple. Sutures were used to close the staple line. There was no adverse consequence to the patient.